Event description:
It was reported that the implantable cardiac monitor was experiencing oversensing. There was noise seen on an episode which appeared to be muscle movement. A noisy baseline and oversensing were also noted on the electrogram, which appeared to be artifact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).